Manufacturer narrative:
D4 - the UDI number is not required for this product. The actual sample was discarded by the involved facility. A photo of the sheared piece was received by ashitaka for evaluation. The shared piece was noted to be in a long strip like shape. Simulation testing was conducted. A needle for echo inspection, which is very similar to the one involved in this complaint, was provided by the involved customer. With this needle sample and a factory retained guide wire sample from the involved product code, the test was conducted as follows. The guide wire was inserted into the needle for echo needle and withdrawn. The urethane outer layer come into contact with the needle for echo. In this state, the guide wire was subjected to some pulling and pushing manipulations. The urethane outer layer sheared off the guide wire. The sheared piece was found to be in a long strip like shape which looked similar to the one in the provided photo. The production lot number was not provided by the user facility which prevented a meaningful review of quality documents. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual device was subjected to some pushing and pulling manipulations and pulled through the involved metallic needle in the state of having contact with the edge of the metallic needle, resulting in the shearing of the urethane layer. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: do not use the guidewire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the gliddewire plastic coating to shear and/or sever the wire. Do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device discarded

Event description:
The user facility reported separation of the urethane layer on the glidewire device during a procedure. Follow up communication with the user facility confirmed the following information: for the drainage of a tumor formed inside the liver of a patient, the customer used a biopsy needle to puncture the site; the actual device was then used through the needle to place a drainage catheter; a foreign substance was found in the body during angiographic checking after placement of the drainage catheter; and the foreign substance was retrieved out of the body.